Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 180 mg/dl. The customer was advised to disconnect and revert to back up plan by healthcare provider. The customer stated that their is no delivery alarm occured several times in past. The customer was advised that we will sent oow letter and it some problems occured , call us immediately.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.